Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation. The patient's doctor said to remove the device if it's bothering him. During a follow-up, it was reported that the patient decided to end use. The outcome of the irritation is not known.